Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module distorted image. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the insertion flexible tube (ift) fluid damage, the control body fluid damage, the remote control buttons cracked, the segment corroded, the control body corroded, the receptacle corroded, the nozzle gluing missing, the operation channel leak, the zoom motor malfunction, the light guide cable bump, and the operation channel resistance; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.